Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduced the system error 105. The reported symptom was observed during power up and caused by a dislodged connection on the input/out printed circuit board. The input/out printed circuit board was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device alarmed system error 105. There was no patient involvement.